Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the scrub technician noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked while loading it over a non-penumbra guidewire. The kinked ace 68 was noticed prior to use and therefore, was not used in the procedure. The procedure was completed using a new penumbra system ace 68 hi-flow kit (kit).

Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 59.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the ace 68 was kinked. The type and location of damage typically occurs if the ace 68 is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.